Event description:
Additional information was received, stating that the noise resulted in oversensing.

Event description:
During a remote follow up, episodes of noise were observed on the right ventricle (rv) lead. Provocative testing was performed, and the lead noise was not reproduced. The patient was stable and will continue to be monitored.

Event description:
During follow-up, additional episodes of noise resulting in oversensing were observed. Provocative testing was performed and noise was reproduced. The event was resolved by reprogramming the device. The patient was in stable condition.